Event description:
From staff: a long hair was found in our spine pack. We had already opened a lot of stuff, so we had to throw a lot of items away and get a new pack and all the other items we had opened already and set the case up again. This caused a delay in bringing the patient back to the room and a lot of wasted products.